Event description:
The device was returned to the service center with a report from the customer contact that the left and right mechanism were damaged, and there was a broken connector on the uic board. These do not indicate reportable malfunctions. However, during verification testing at the service center, the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.